Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion located in the proximal lad. The device was not inspected prior to use. Negative prep was not performed. The device was not kinked and re-straightened during use. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that while attempting to treat the lad, the stent failed to cross/position and during removal, a strut of the stent caught in the calcification of the left main and the stent dislodged. The dislodged stent was crushed into the vessel wall of the circumflex (cx) artery using another stent. The patient is reported to be alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information; the left main artery was also reported to exhibit mild calcification. The patient is reported to be alive with no injury. The dislodged stent was crushed into the vessel wall of the left main and lad using another balloon. The circumflex (cx) artery was expanded using another stent. If information is provided in the future, a supplemental report will be issued.